Event description:
It was reported that the patient¿s stimulator was removed several years prior due to an infection. The patient had loved her stimulator. There was no alleged product issue.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID 389033, lot# j0406106v, implanted: (B)(6) 2004, product type: lead. (B)(4).